Event description:
During functional testing at zoll medical's technical service department, the device would not allow discharge at 200 joules. There was no pt involvement in the reported malfunction.